Event description:
A peritoneal dialysis (pd) patient reported having peritonitis. There were no reported allegations that the event was caused by fresenius products. Additional follow-up information was obtained from the patient¿s pd nurse. It was reported that on (B)(6) 2026 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent. Per the nurse, the patient had a pd culture obtained (the same day) which revealed an elevated white blood cell (wbc) count (result 19,000) and no organism growth. The patient was initiated on antibiotic therapy utilizing vancomycin and ceftazidime intra-peritoneal (ip) for peritonitis. On (B)(6) 2026, the patient had a repeat cell count of the pd fluid (obtained in the pd clinic). However, the results were not available. The patient continues pd therapy with the same cycler. The pd nurse could not identify the exact cause of peritonitis. However, it was confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to this event. It was stated that the event may be associated with patient breach in aseptic technique.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often caused by a breach in aseptic technique during the pd exchange. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.